Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for additive abnormality with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: confirmed complaint. Bd was able to confirm the customer¿s indicated failure mode because the defect was evident in the testing of the returned samples. Defect was found to be related to spray drying process. Refer to CAPA (B)(4) .

Event description:
It was reported that the bd vacutainer® edta tubes bd hemogard¿/ lavender showed yellowish crystallization with larger than normal white spots that appear raised. No serious injury, no medical intervention. The problem was noticed before use.

Manufacturer narrative:
The date received by manufacturer was reported as 05/12/2017. The actual date received by manufacturer was 05/08/2017. Date received by manufacturer: 05/08/2017.